Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a, supplemental report.

Event description:
When inserting the screw of the oblique on the most proximal side on t2gtn nail, an abnormal noise occurred and the drill was broken. The broken part was removed out of patient body by a kocher. Then when inserting the screw of the oblique on the most proximal side on t2gtn nail again, an abnormal noise occurred and the second drill was broken, too. So another drill was used and complete the procedure.

Manufacturer narrative:
Evaluation revealed the two drills, tri-flat t2 femur ø4,2x340 mm to be the subject products. A review of the device history records for the reported drills, tri-flat t2 femur ø4,2x340 mm revealed no discrepancies; the devices were documented faultless prior to distribution. The two received drills show traces of a frequent and intense use. The flutes of the drill are completely broken off. The broken tip was also returned. The remaining cutting edges were worn / covered with dents. Appearance of the fractured/broken surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. During the investigation no material, design or manufacturing related issues were found. The device was documented as faultless prior to distribution. According to the labelling review, sufficient guidelines are provided in the instruction for use that all instruments shall be handled with care and shall be checked prior and during every surgery regarding its correct connection and functionality. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
When inserting the screw of the oblique on the most proximal side on t2gtn nail, an abnormal noise occurred and the drill was broken. The broken part was removed out of patient body by a kocher. Then when inserting the screw of the oblique on the most proximal side on t2gtn nail again, an abnormal noise occurred and the second drill was broken, too. So another drill was used and complete the procedure.